Event description:
It was reported that during the implant attempt, the initial placement of the left ventricular (lv) lead resulted in diaphragmatic pacing. The subsequent attempt in a different vessel required a lead with a larger diameter. The lead was not used and a larger lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors, including the distal conductor (not obstructed).